Event description:
It was reported that the right ventricular lead had a "high integrity counter" and "wrong sensing." It was also noted that a patient alert was triggered, there was a high number of fast supra ventricular tachycardia/non sustained tachycardia (svt-nst) episodes of short duration, and the lead trend showed varying impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): initially the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed oversensing. There were five lead failure predictor (lfp) high rate-ns episodes less than or equal to 170 ms average v-cycle between (B)(6) 2012 23:29:35 and (B)(6) 2012 09:35:29. There was one ventricular fibrillation (vf) episode equal to 180 ms average v-cycle on (B)(6) 2011 at 15:13:14. Varying resistance/impedance was also noted with the weekly pace impedance trend data show varying impedance increase for max ventricular pace bi impedance equal to 456 to 874 ohms peak between (B)(6) 2011 and (B)(6) 2012. Lead integrity alert triggered for two patient alerts for lead failure predictor on (B)(6) 2012 21:54:57 and (B)(6) 2012 20:31:01. Subsequently, the partial lead in segments was returned and analyzed with no anomalies found. There was a cosmetic depression on the outer insulation and there was blood in/on the helix mechanism sleeve head and on the helix mechanism itself.